Event description:
During attempted implant, after the fixation test the catheter failed to enter tether mode. It was attempted to redock the device; subsequently the device released. The device was successfully implanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of separation failure was confirmed. As received, a catheter was returned in one piece without the device attached. Visual inspection of the catheter did not find any anomalies. Functional test could not be performed due to as received condition of the catheter. X-ray analysis of the catheter found both tether wires were buckled and fractured in the transition zone. The cause of the reported event was isolated to the buckled and fractured tethers located at the transition zone.